Event description:
Customer reportedly obtained a result of 441mg/dl on the advantage system with expired test strips. Within 20 minutes, the customer tested 46mg/dl and then 42mg/dl on the advantage system. At this point the customer was incoherent and the paramedics were called. Customer was given a glucose IV and a glucagon shot. Requested return of suspect system and replacement was sent.